Event description:
It was reported, that during, a da vinci-assisted gastric bypass surgical procedure. The staple line leaked. It was reported, the sureform 60 stapler instrument fired with multiple white reloads and a blue reload. And while, a leak test was performed, it showed multiple leaks within the staple line on stomach tissue and small bowel. To address the leak, the surgeon imbricated the entire pouch, stomach and small bowel with running suture. Adding an additional hour and thirty minutes to the procedure. There were no reported errors with the sureform 60 stapler instrument or the multiple reloads. No tissue push events and no malformed staples were produced. The surgeon noted, the entire staple line looked complete. But during, the leak test it was then noticed, the staple line was leaking, no significant bleeding occurred. No additional tissue resection was required, no buttress material was used. The procedure was completed robotically with no further events. A drain was placed intraoperatively, due to the additional suture. And was removed with no issues on postoperative day eight. The patient stayed an additional day in the hospital, but there have not been any complications postoperatively.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Sureform 60 stapler instrument logs show (part number (B)(4)), (lot number (B)(4)) was used first. And it was installed on the system 5x and fired 5 reloads (1 blue, followed by 4 white). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. The second sureform 60 stapler instrument logs show (pat number (B)(4)), (lot number (B)(4)) was installed on the system 1x and fired 1 white reload. The first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no errors in the logs pertaining to these staplers.